Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed that episodes of non-sustained right ventricular oversensing were recorded by the implantable cardiac defibrillator. The episodes were attributed to post-paced t-wave oversensing. There was no intervention reported. The patient was stable.